Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) 2019 15:49:28 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6); fully understand calibration and issue overnight; before going to bed pat calibrated and saw next cal for 4:30 am; pat calibrated before going to bed and hoped for 12 hrs window for next calibration; after calibration done prior to going to bed icon went green but still requested cal at 4:30 am; pat sts that when she is on low, pat enters the amount as a carb menu and pump still adv that unit of additional insulin should be administered; pat sts thsis happens for example when she is at 2.9 and dropping but pump is not suggesting to treat hypo; pat treats hypo with carbs but when entering the values into the pump it is always suggesting a correction of small amount of units of insulin; country: (B)(6). Input date: (B)(6) 2019, warranty start: 09/23/2019 warranty end: 09/22/2023 batch - ng2022844h.